Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. We were unable to perform operating currents, self-test, unexpected error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call that the customer's pump stopped working. The customer has made several attempts to change battery, but display does not return. Unable to complete troubleshooting due to not having battery cap. The customer will treat with manual injection. The customer's blood glucose ranged between 90,g/dl-120mg/dl.